Event description:
It was reported that laser console is broken, had burnt smell and the lens is all black. There was no patient involved.

Event description:
It was reported that laser console is broken, had burnt smell and the lens is all black. There was no patient involved.

Manufacturer narrative:
Correction to: block a1 (patient identifier): removed the word none since no patient was involved. Block a3b (gender): changed from unknown to enter selection here as no patient was involved. Block e1 (phone and fax number of the initial reporter): added the area code. Based on the information available, boston scientific concluded that the console was not returned for analysis. However, it was evaluated by a field service engineer (fse) at the customer's facility. The fse confirmed the reported allegation of device damage/defective and smoking. Initially, the focusing lens was scheduled to be replaced. However, it turns out that forced use in degraded mode caused more significant damage (an unsoldered part in the fiber port made it impossible to insert the blast shield). The entire fiber port needs to be replaced. Rework was expected, and reintervention was required for the replacement of the fiber port. During the second visit, the following actions were completed: the covers were opened, the fiber port was replaced, fiber centering was performed, pyro calibration was carried out, and power readings were taken. The covers were then closed, and an electrical safety test was conducted. The laser now operates according to boston scientific specifications. The malfunction found could have affected the device performance leading to the event experienced by the customer.